Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.0873 inches. Received pump with audio turned off in settings. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Reprogram the pump and no anomalies were noted during testing. No rewind anomaly noted during testing. No over delivery anomalies noted during testing. Unit successfully downloaded to thus and carelink. The power management graph confirmed the unloaded voltage (ul vlith), and loaded voltage (loaded vlith) were within spec range. Failed battery test was not found in the history files and traces. Confirmed (19.9) units of normal bolus was delivered on ((B)(6) 2023) between (00:02) and (23:57). Unit was cut open to perform visual inspection and found evidence of moisture damage on the force sensor. The following were noted during visual inspection: corroded battery tube, scratched case, pillowing keypad overlay. The p-cap/reservoir does lock properly. Motor was tested outside of unit and it passed. Pump passed functional testing and no over delivery anomalies noted during testing. Failed battery test is not confirmed. Audio anomaly is not confirmed. Reprogram alarm is not confirmed. Rewind anomaly is not confirmed. Cosmetic damage is confirmed at the unspecified area. Possible over delivery is not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had hypoglycemia and pump did not alert. Customer mentioned pump also had a failed bolus. No further patient complications were reported. Troubleshooting was not performed, customer reported pump rejected new batteries. The pump also had a lost settings along with rewind was so louder. The shield on pump went away by itself. The blood glucose value was unknown. It was unknown if the customer was using the insulin pump within 48 hours and if the auto-mode/smartguard feature was active at the time of low blood glucose event. It is unknown if the customer will continue to use the device. The device will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.